Event description:
During a central line placement, the physician was uable to thread dilator over the wire.

Event description:
During a central line placement, the physician was uable to thread dilator over the wire.